Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the "wings" of a 5f exoseal vascular closure device (vcd) did not open, and the device failed when closing the site. Manual compression was used for hemostasis. There was no reported patient injury. The user is trained to the device. The device was used in a diagnostic procedure. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position, while the guard was locked. The plug was not returned for evaluation, and the indicator wire was found in the retracted position. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white/red position. A kink was present on the delivery shaft, located approximately 16 cm from the distal tip. No additional anomalies were observed during the visual analysis. Dimensional analysis was performed on the delivery shaft near the kinked area to assess the outer diameter. The measurement obtained was within the acceptable range. The measurement was taken using a calibrated micrometer. Additionally, an inner diameter measurement of the delivery shaft was performed using a calibrated pin gauge. The measurement was within the defined range. A high-magnification microscopic analysis was conducted to examine the kinked section of the delivery shaft. No internal abnormalities or material defects were observed during this evaluation. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device since it was received with the plug fully deployed and not included for analysis. The exact cause of issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced as the ¿wings¿ not opening, which is believed to be a complaint of the inability to deploy the plug, since the device was received fully deployed and the plug was not returned for analysis. However, procedural/handling factors are likely since there were no anomalies noted during product analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the "wings" of a 5f exoseal vascular closure device (vcd) did not open and the device failed when closing the site. Manual compression was used for hemostasis. There was no reported patient injury. The user is trained to the device. The device was used in a diagnostic procedure. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.